Event description:
It was reported that the device will intermittently not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not duplicated. Proper device operation was observed through functional and performance testing. The ui pcb assembly was replaced and the device's software was upgraded as a precautionary measure. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. The reported intermittent failure was not duplicated. When mechanically and thermally stressing the board, no discrepancies were observed. Also, no problems were observed with the power button. The root cause of the reported failure was not determined.